Manufacturer narrative:
This report has been identified as (B)(4) medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: per customer report: "when I hook the admin sets up to the IV bag the lines are getting air into them and so I've either had to drain a lot of the fluid off before insertion or I've noticed once I've started the IV and so have had to stop the drip, unhook the bag, take out the needle and drain the bag and then hope I can get another vein, all of which is terribly uncomfortable and annoying for the patient. No injury reported.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.